Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). Patient was also present and, at times, on the call. The reason for call was caller reported that the patient fell about 3 weeks ago and had a lot of pain. Caller stated the patient went to see hcp and they recommended the patient get an MRI. The caller states that when the patient went to get the MRI, the individual at the MRI facility "changed the numbers" for the MRI procedure and ever since the patient does not feel the stimulation the same as they did before the MRI and they feel pain in their feet. Caller described that the patient does not feel the electric current feeling they used to and don't feel like the machine is working properly. Agent confirmed stimulation is on and in therapy group a with intensity at 1.2. Caller noted patient typically uses therapy group a but is unsure of the intensity numbers; agent reviewed information. Caller noted the hcp assistant said that nothing is broken or loose and that if they feel the scs device is not working properly they should contact mdt to schedule an appointment with a mdt rep. Patient is currently scheduled for an appointment with hcp for april 11 at 3pm, but indicated they would like this resolved sooner, as they are in pain. Agent sent email to field and redirected to mdt rep and hcp to further address. Rep responded back and noted that they would call the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the patient turned their device off and never turned it back on. Rep walked the patient through turning their stimulation back on and the issue has been resolved.